Event description:
The customer reported that during a laparoscopic gall bladder procedure, the camera head was inserted into the controller and the error message displayed "incompatible camera head." It was reported that no compatible back up device was available. This resulted in changing the laparoscopic procedure to an open procedure. There was no report of injury to the pt.

Manufacturer narrative:
Investigation results: unable to verify the report of the customer because to date, the product was not returned to conmed linvatec for investigation. A follow-up report will be sent if the product is returned for an evaluation.